Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of "swelling" and "bruising" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: intended use/indications juvederm ultra xc injectable gel is indicated for injection into the mid to deep dermis for correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). Warnings: injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting <_ 7 days' duration. Precautions: the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies. Adverse events: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance: serious adverse events have infrequently been reported for juvederm ultra (reported with a frequency of 5 or more). The more commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain. The onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, edema resolved within a day to a month. The onset of ecchymosis generally varied from immediate to 5 days post-injection. The treatment prescribed included arnica, nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, ecchymosis resolved within 1 day to 4 weeks.

Event description:
Patient reported after injection in the lips with juvederm, they experienced "swelling" and bruising" at the injection site. The patient noted after injection, they started icing their lips, and noticed that their lips are "double the size of what they are expecting". The patient was treated with a medrol dosepak and arnica.